Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the total parenteral nutrition (tpn) infusion (two liters) was completed sooner than expected. There was patient involvement but no harm. Bd has learned additional information. It was reported that the second tpn infusion (2 liter bag) was started at 1017 on (B)(6) 2023 with the same rate as the first tpn bag. The rate was then reportedly increased to 70ml/hr. At 1459 on (B)(6) 2023. A with the total volume of 2 liters, the infusion was expected to last until 1600 on (B)(6) 2023. However, it was reported that the entire volume was completed at 0620 on (B)(6) 2023. The nurse-in-charge was notified; a new tpn order was requested and started using a different pump module. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the total parenteral nutrition (tpn) infusion (two liters) was completed sooner than expected. There was patient involvement but no harm. Bd has learned additional information. It was reported that the second tpn infusion (2 liter bag) was started at 1017 on (B)(6) 2023 with the same rate as the first tpn bag. The rate was then reportedly increased to 70ml/hr. At 1459 on (B)(6) 2023. A with the total volume of 2 liters, the infusion was expected to last until 1600 on (B)(6) 2023. However, it was reported that the entire volume was completed at 0620 on (B)(6) 2023. The nurse-in-charge was notified; a new tpn order was requested and started using a different pump module. There was patient involvement but no harm.